Event description:
The customer reported a secondary medication did not infuse. The nurse discovered this when it was time for the next dose. Upon hanging the next dose, using the same tubing, the nurse noted the primary and secondary infusion bags were dripping at the same time. Rates of infusion for both were 200 ml/hr. The primary infusion bag was hanging low and the drip chamber for the primary tubing was touching the top of the pcu. The secondary bag was hanging higher than the primary bag (head height difference was not provided). Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that secondary medication did not infuse. Although requested, the set has not bee received for eval. A follow up report will be submitted with eval results should the set be received.